Manufacturer narrative:
(B)(4). Evaluation is in progress, but not yet concluded. The ccp stated that he had motor running in coast with line clamped or occluded with forceps for too long. Thinks he may have burned up motor also.

Event description:
It was reported that during pre-cardiopulmonary bypass (cpb) procedure, there was no flow on the centrifugal drive motor. As a result, an alternate device was employed. There was a ten minute delay to change out pump head and motor. The surgical procedure was completed successfully. There was no blood loss, nor adverse consequences to the patient. Per the clinical review on 08/21/2015: the perfusionist (ccp) did state that prior to this change out, the pump motor was at coast (1500 revolutions per minute [rpm]) speed for a number of minutes with the circuit clamped in a no flow state. During the pre-cardiopulmonary bypass period, the cpb circuit lines were handed up to the sterile field per normal practice. The aortic cannula was placed, secured, and de-aired in preparation for connection to the arterial line of the cpb circuit. During the connection process, the ccp placed the centrifugal pump motor speed at 1200 rpm (per normal practice) and the arterial line was unclamped in order to slowly advance prime fluid as the connection to the cannula was attempted. No forward flow was established at the 1200 rpm motor speed and the ccp noticed a "whining noise". He removed the disposable pump head from the motor and then reattached the pump head to the motor. The motor was re-started at 1200 rpm and again no forward flow was observed and the "whining noise" returned. The ccp was not sure if the "whining noise" was due to a motor issue or a disposable pump head issue. He had concern the pump head could have been damaged from running at 1500 rpm, with no flow (line clamped) for multiple minutes. After consultation with the cardiovascular (cv) surgery team, it was decided to change out the motor and the pump head prior to the start of cpb. This was an aortic arch repair with planned deep hypothermic circulatory arrest, with possible very lengthy pump time, and changing both the motor and the pump head was decided. The motor and pump head were changed out, without difficulty, and this did delay the start of cpb and the procedure by ten minutes. The ccp stated the patient was stable during the delay as the new components were installed and de-aired. There were no issues observed during cpb and the case was completed successfully. There was no associated blood loss and no harm was observed.

Manufacturer narrative:
During the laboratory evaluation, the reported issue was not duplicated. The product surveillance technician (pst) observed the centrifugal drive motor to function properly. The pst ran the centrifugal drive motor at various speeds for eight hours, observed proper flow. The pst performed additional testing after a cold soak and observed the centrifugal drive motor to function properly. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.